Manufacturer narrative:
H10: attempts have been made to try to obtain further information about this case. The customer states during set up nav ring is not working, parameter changes on screen are good and green check is working, but no further information was able to be obtained. The investigation concludes that no further action is required at this time. The device remains at the customer site. If the decision is made to have the device evaluated and repaired a new service order will be opened and will be captured through philip's normal complaint procedure.

Event description:
Philips received a complaint by the customer on the v60 indicating that touchscreen is not responding. It was reported there was no patient involvement at the time the issue was discovered. Issue occurred during patient setup. There was no reported harm to patient/user. A philips remote service engineer (rse) evaluated the issue and determined replacement of the front bezel was the necessary correction. The rse provided parts ID to the customer to resolve the reported problem.